Event description:
The pt received the scs system on (B)(6) 2009. It was reported the pt is without stimulation as the pt's ipg charging system and programmer is unable to communicate with the ipg. Pt is scheduled for a battery replacement. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.